Event description:
The customer reported that he experienced a four hour period with continuous high bg levels (373-500 mg/dl) that would not lower despite numerous bolus attempts. As a result, he was transported by ambulance to the emergency room. While at the hospital, he received an "infusion of regular insulin", an hour later his bg level measured 401 mg/dl and a second insulin infusion was administered. The customer was discharged from the hospital after six hours of monitoring. He is managing his bg levels with manual insulin infections and is meeting with a csm to review the system before activating a new pod. The pod will be returned for evaluation.

Manufacturer narrative:
The pod involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction that may have caused, or contributed to, the customer's high bg levels. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also advises that, if bg levels remain high four hours after a bolus was first administered, then the pod should be replaced and a healthcare provider should be contacted for guidance. The history provided in the report indicated that the customer did in fact remove the device within the specified time period upon recognizing that boluses were ineffective at lowering his bg levels.